Manufacturer narrative:
This is not an implantable device.(B)(6).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a blue foreign substance was noticed while injecting the viscoelastic healon into the patient's eye. Reportedly the blue substance was injected into the eye and removed. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the returned complaint sample consisted of the activated cylinder, the cylinder holder, the plunger rod (screwed into the backside of the blue rubber plunger) and the cannula which was attached at the cannula mount on the holder. The assembled syringe was mounted into the blister tray which had been placed into the product box. Approximately 0.45 ml of expellable solution remained in the activated cylinder. The blue particle was placed onto a surgical scalpel holder and then into a plastic peel pouch. Ftir-microspectroscopic analysis of the blue particle was conducted to identify the material. The blue particle from the complaint sample was identified as butyl rubber and is identical to the material used in the blue perforation membrane/blue rubber plunger. The blue particle is a coring particle from the blue rubber perforation membrane. Coring of the perforation membrane is a known event which can lead to the generation of a blue rubber particle which can be expelled into the patient¿s eye during use of the product. This can occur if the product has not come up to room temperature before use and therefore the rubber is less flexible than at room temperature. The reported issue was verified. Visual inspection on retained products was performed. 48 samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. Functional test has been performed on two (2) syringes after 1 hour in room temperature. No coring and blue particle was found during functional testing; however, visual inspection of the syringes with microscope was performed and one of the two had coring. The blue coring particle was still left in the syringe. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this lot number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu indicates that product should be allowed to attain room temperature prior to use. Conclusion: as a result of the investigation, there is indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: upon further review of the file it was noted that in manufacturing date of the initial report the device manufacture date was reported as 06/30/2016. This date was incorrect. The correct manufacturing date for this device is 6/11/2016. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: upon further review of the file, it was confirmed that the manufacturing date filed in the initial report was correct. The manufacturing date was falsely corrected as 6/11/2016 in follow-up #2. The correct manufacturing date for this device is 06/30/2016 as originally reported in the initial MDR. Manufacturing date: 6/30/2016. All pertinent information available to the manufacturer has been submitted.